Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display. There was no patient use associated with the reported event. Upon evaluation of the device, physio did not observe a service wrench as originally reported. Physio did observe, however, that the customer's device would not detect that a test patient load was connected and, as a result, the device would not be able to analyze, charge and shock, if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a resistor, designator r24, on the analog pcb assembly. Physio observed that r24 was bent and that the leg of the solder connection to the resistor substrate had broken loose from the assembly. The customer was provided with a replacement device.